Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after the med es server was upgraded to version 1.8, four stations were affected and needed to be reimaged via customer support center (csc). A field service engineer (fse) reimaged the station and collaborated with a customer support center agent to resolve the issue. The fse then verified the system's functionality, ensured all software was operational, and confirmed with the customer that the issue was resolved. The system functioned as intended after the field service engineer rectified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was reimaged. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.